Event description:
During follow-up, loss of capture and poor sensing was observed on the ventricular lead. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.